Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds (B)(4)) was advanced to the left atrium. The gripper lever was retracted; however, the gripper arms did not raise due to a gripper line break. It was then observed that the gripper lever was retracted past the blue line. The clip was not implanted, and the cds was removed and replaced. The procedure was continued with a new cds ((B)(4)). Two clips were implanted, reducing the mr to 3-4. The pressure gradient was 5mmhg; therefore, no further clips were attempted. The patient was confirmed to be stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this incident; however, the reported gripper line break was due to excessive force/distance to which the gripper lever was retracted. There is no indication of a product quality issue with respect to manufacture, design or labeling.